Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the host pc was not switching on. Upon troubleshooting, fse identified that the host pc was not powering on due to a discharged cmos battery, and hard disk was unable to boot up. To resolve this issue, fse replaced the cmos battery, reseated hard disk and ram of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.